Manufacturer narrative:
Upon reassessment of the reported event it was determined that the event was reported on a wrong MFR and the event will be now reported on 3007963827-2019-00230.

Event description:
Upon reassessment of the reported event it was determined that the event was reported on a wrong MFR and the event will be now reported on 3007963827-2019-00230.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02857, 0001822565-2019-02858, and 0001822565-2019-02859. Concomitant medical products: unknown zimmer ps tibial insert catalog#: ni lot#: ni, unknown zimmer ps tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. The surgeon expected to do a cruciate retaining knee, but realized that he would instead need to do a posterior stabilized knee. A posterior stabilized knee kit was not available nearby, so the patient was kept under anesthesia for twelve (12) hours while a posterior stabilized kit was retrieved. Patient is now reporting pain, difficulty walking, and nerve damage. No revision procedure has been reported at this time.